Event description:
Customer reported the "cannula did not get inside the body" and his blood glucose (bg) was at 300 mg/dl. We do not expect the pod to be returned.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. A cannula that does not insert under the skin may indicate a needle mechanism deployment issue, however, since the pod was not returned, we are unable to confirm any malfunction that may have caused or contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns" if you experience unexpected elevated blood glucose levels, change your pod." Product lot qualification records were reviewed and found to have met all acceptance criteria.